Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified solenoid valve vl126 was faulty. The fse replaced the vl126 resolving the issue. (B)(4).

Event description:
Customer reported incomplete differential results were obtained when using the coulter® lh 750 hematology analyzer. There were no reports of erroneous test results associated with this event. There was no reports of death, injury, or change to patient treatment attributed to or connected with this event.